Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and/or manufacturing records because the serial number of the subject device was not provided from the user facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the literature. The exact cause of the reported event could not be conclusively determined.

Event description:
On november 1, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿investigation on ercp for postoperative intestinal tract reconstruction in our department¿. The literature reported the result of ercp procedures for 19 patients (15 males, 4 females, average age: 74.6 years), who had undergone intestinal tract reconstruction, between april 2014 and september 2018 at user facility. In the procedures, olympus colonovideoscope model pcf-h290i was used and 1 case of acute pancreatitis (mild) reportedly occurred. Omsc tried to obtain detailed information, but additional information was not obtained.